Event description:
Olympus followed-up with the customer to obtain additional information regarding the details event, but the no new relevant information was provided (unknown or not available).

Manufacturer narrative:
This supplemental report was submitted to provide information to the event description (b5).

Manufacturer narrative:
This supplemental report was submitted to provide the results of the device investigation. No further information has been obtained or provide from the customer. The legal manufacturer (oste) performed a review of the device history records and no non-conformities or deviations were observed regarding the described issues. The legal manufacturer¿s (oste) investigation found no design, manufacturing, material or processing related cause for the reported event. However, based on the damage pattern, it is presumed that the damage to the insulation insert was induced thermally and/or mechanically; therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. To mitigate the injury to the patient and also device damage, the instruction for use provides the following: - properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. - visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. - visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g., cracks, fractures). - impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. - do not use the instrument if damaged. Damaged product - if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor complaints related to the device and reported phenomenon.

Manufacturer narrative:
The referenced device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported problem, the ceramic insulation at the distal tip was found broken. The inspection also noted there is a crack at the base of the insertion pipe. The cause of the broken ceramic insulation is unknown. However, the investigation is still in progress. Also, additional information was requested from the customer regarding the details of the event, but no information has been received to date. If, additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the customer inner sheath has ¿damage to the ceramic tip¿. The customer reported problem was found during an unspecified event. No death or injury and no impact to person or other was reported to olympus.